Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - no defect found most likely underlying root cause: mlc-020: use/storage-improper storage note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 78, 87 and 92 mg/dl. The customer also stated the results were lower when compared to a laboratory test; actual meter to laboratory test results were not provided. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl and expected pm fasting blood glucose test result range is 130-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The customer did have another vial of test strips (same lot) that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer fasting and produced test results of 90 mg/dl and 98 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history:(B)(6).